Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8590-9, lot # n355304, implanted: (B)(6) 2013, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a patient heard a beep or alarm on (B)(6) 2015. The patient went to a neurosurgeon who interrogated the pump and determined that the pump should be replaced. Additional information received reported that the elective replacement indicator (eri) was at 1 month and that no one else, including the patient, heard the pump alarm. The health care provider (hcp) was going to look into the programming information. The hcp was concerned that no audible alarm was ever heard by an hcp. It was noted that the patient had grown and put on weight. It was also reported that the patient had withdrawal. The patient had symptoms of pruritus (itchy scalp), increased fever, tachycardia, hypertension, and a lot of ¿physiological issues.¿ it was not known if the onset was sudden or gradual. The patient was transferred to another hospital and was put on a special care unit. It was noted that the patient had significant issues. The pump was found to be empty but no one ever heard an audible pump alarm. The hcp stated that somebody should have heard the alarm. The pump was replaced. The patient had spent approximately 1 month in the hospital and was stable at the time of the report. The pump was infusing baclofen (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported audible issues with the pump alarm and that in 2015 it was already reported. The hcp stated with ¿fascia and fat¿, there were a lot of issues being able to hear the alarm, and the manufacturer representatives were also complaining and that this issue affected the patient. The hcp stated he was going to report the issues to the FDA.